Event description:
Baxa exacta-mix compounder bags had two administration port failures when nurses attempted to spike parenteral nutrition admixtures for administration. The administration ports became unattached from the bag and the contents ran out unimpeded. This is not only a dosage administration risk, but an infection control risk. Additionally, chemotherapeutic agents are commonly compounded in these bags and such a failure would create significant personnel and environmental risks. The bag design is new to this market and the company has been notified of the design failure. Dates of use: 2009. Diagnosis: infusion compounding.